Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended was partially extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead exhibited pacing inhibition and a high out of range pacing impedance measurement of greater than 3000 ohms when tested through a pacing system analyzer. Difficulty had also been noted with extending and retracting the helix during the procedure so the physician thought it might be fractured. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.